Event description:
Information received from a live feed during the (B)(6) in (B)(6). (B)(6) presented a case involving a patient from overseas who presented with persistent headaches. Imaging showed a long fusiform basilar aneurysm. A number of peds (pipeline embolization device) were implanted creating a construct along the basilar artery in an attempt to reconstruct the artery. Some areas of the construct were double layered, whereas other areas were single layered. The patient remained asymptomatic for almost 1.5 - 2 years then started complaining of persistent headaches. Dr (B)(6) kept the patient on plavix and aspirin and was following him up remotely during this period by reviewing the imaging sent by the patient. This time, dr (B)(6) asked the patient to come to the us to do some more testing. Additional imaging showed that the construct had disconnected probably from the single layered zones. Dr (B)(6) added more peds to the construct, however one of the long peds (30-35mm) twisted giving an incomplete opening and he was not able to open it with repeated angioplasty (an option presented in the instructions for use) and enterprise stenting. The patient was on dual anti-platelet therapy. The patient was complaining of ischemic symptoms and showed thrombosis on imaging. The patient's condition kept getting worse and died shortly thereafter. Same event as MDR 2029214-2014-00006.

Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it was implanted in the patient. (B)(4).